Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced dyspareunia, mesh erosion, post-void dribbling, nocturia, urge incontinence, constant pain, bleeding and recurrence of incontinence. An excision of the mesh was performed.